Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had a constrained liner dislocate on patient's left hip. Surgeon swapped head (biomet) and liner. After explanting surgeon was able to relocate constrained liner. Primary surgery was biomet components. Patient dislocated and surgeon implanted a stryker cup and constrained liner with the biomet stem and head.

Manufacturer narrative:
An event regarding disassociation involving a trident constrained liner was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis concluded: "impingement damage was observed on the distal surface. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: review of medical records by a consulting clinician indicated: review of medical records by a consulting clinician indicated: "no material or manufacturing defects were observed in these retrieved components." Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 2 other events for this lot. Conclusions: the event was confirmed for disassociation. It was noted that the device was implanted with a competitor head and stem combination. It is possible this mixed-manufacturer combination resulted in impingement between the devices leading to disassociation as the clinical review noted "the stryker constrained acetabular insert is designed specifically to surround and capture a femoral head manufactured by stryker with specific shape and design characteristics. It is not known what effect the shape and design of a competitive manufacturer's femoral stem and head would have on the capture mechanism". If additional information become available, this investigation will be reopened.

Event description:
Patient had a constrained liner dislocate on patient's left hip. Surgeon swapped head (biomet) and liner. After explanting surgeon was able to relocate constrained liner. Primary surgery was biomet components. Patient dislocated and surgeon implanted a stryker cup and constrained liner with the biomet stem and head. Clarification per sales rep on 1.15.16: all primary implants were biomet components. Patient dislocated and was revised using stryker cup, screws & liner (biomet stem remained). After the surgery, the styker uhr head disassociated from the stryker liner. Patient was then revised to replace the stryker constrained liner (with uhr head) and the biomet head with another stryker constrained liner (with uhr head) and biomet head. Additional clarification per sales rep 3.17.16: during revision of biomet primary components, the biomet femoral stem was left in place (as it was well fixed) and a new biomet head was mated with the stryker constrained liner (off label use). The stryker bipolar head disassociated from the stryker constrained liner which led to another revision in (B)(6) 2015 where the biomet stem remained (as still well fixed) and a new biomet head were again mated with a new stryker bipolar head and stryker constrained liner.